Manufacturer narrative:
This event was reported by the clinical educator. The physician is: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst when pressure was advanced to the largest diameter. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.